Event description:
Pt had a failure of the stem. Breakage at the junction of the metaphyseal and diaphyseal portions of the stem. Pt was associated with troncanteric failure. Pt underwent right hip revision.